Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller said their surgical history notes indicated the patient had a "revision" in 2019. No other details were known and the caller did not know if there was an issue or if it was just a routine battery replacement.